Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No findings possible at this time. No part has been received by the manufacturer for evaluation, and the medtronic representative has not traveled to the site for system inspection.

Event description:
A site representative reported that the imaging system ratcheting wrench handle was not functioning properly. It was reported that the handle only functions in one direction. There was no patient present when this issue was identified. No additional details were provided.